Event description:
Reporter alleged that a patient received the result of 179 mg/dl on inform system 1 back to back within 10 minutes of another result of 87 on inform system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips are no longer available, so no product will be returned for evaluation.

Event description:
It was reported the carelink transmission report showed the device battery voltage at 2.62 volts, but there wasn't an elective replacement indicator (eri) noted. It was also reported that there was premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B) (4)